Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a case with an "infection after use of juvéderm® voluma¿ in cheek." "It is injected a bit low on the cheek - not on bone," and "resolved [infection] with hyalase, antibiotics (IV and tablets) and now things are under control."